Manufacturer narrative:
As reported, the "used/damaged" spectrum ii suture hook, disposable 45 degree left will not be returned for evaluation, as it was discarded at the user facility after the surgery on (B)(6) 2016. Without the actual product, an evaluation could not be performed and the root cause of the reported suture hook breakage was not able to be determined. However, based on available information and evaluation of similar complaints, the most probable cause of the reported breakage was use related due to excessive lateral force and/or side loading being placed on the instrument during use. This lot #693705 was manufactured on 10-nov-2015. Of the lot containing (B)(4) units, there have been no other complaints of "suture hook breakage" received for this item and lot number combination. A review of the device history record showed, there were no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported breakage. A 2-year review of the device complaint history shows there have been no other similar complaints of "tip breakage" received. (B)(4). This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To date, there have been no patient long term adverse effects related to this type of report of "tip breakage". To reduce the risk of the tip breakage and patient's injury the information for use (IFU) provides the following warnings and precautions: -if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. -avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result.

Event description:
The user facility reported that during use of the spectrum ii suture hook, disposable 45 degree left in a shoulder arthroscopy and re-fixation of the labrum procedure, the tip of the suture hook broke off inside the patient's shoulder. The broken tip was removed with the use of x-ray and other arthroscopic instruments. The procedure was lengthened by approximately 2 hours. The procedure was otherwise completed with no serious adverse effect to the patient. However, a prolonged hospitalization of 24 hours was also reported. This reported problem of "suture hook tip breakage" that required the patient to be hospitalized an additional 24 hours is being reported as an injury. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.